Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b. Explanation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed with a mammogram. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
On april 16, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient also experienced capsular contracture (baker grade 3) on the left side. Code e2303 has been added in section h6-health effect - clinical code to capture this additional information. On april 17, 2024, mentor received additional information regarding the patient's explantation date. It was reported that the patient's explantation date is (B)(6) 2024. Section d6b. Explantation date: (B)(6) 2024. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 01, 2024, mentor received additional information regarding the replacement device. It was reported that the patient's replaced the breast prosthesis with a mentor device (serial number (B)(6)). It was also reported that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).